Event description:
A report was received that the patients spinal cord stimulator (scs) was non-functional. It was noted that the patient had not used the device in a long time and had no problem with the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Event description:
A report was received that the patients spinal cord stimulator (scs) was non-functional. It was noted that the patient had not used the device in a long time and had no problem with the device. The patient will undergo an explant procedure.